Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or permanent impairment associated with medical event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed. It should be noted: while troubleshooting with customer service, the following was reported: customer reported obtaining a reading of 36 mg/dl (consistent with a diagnosis of hypoglycemia) and feeling "disoriented, shaky and cold". She called paramedics who gave her a "shot of glucose" and orange juice to counteract the symptoms, prior to transporting her to hospital e.r. It is unk what treatment was rendered at the hospital.